Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the plate broke off diagonally through one of the threaded slots. Plate's dimensional analyses were within specification, and it met all material specifications as received. The most likely cause for the complainant's event was in-vivo loading of the device possibly causing a fatigue fracture and/or patient non-compliance with the post-op protocol. Per product directions for use (dfu-0192), post-operatively, until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The device met all material specification as received. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that after 35 days of the first successful surgery the patient imposed the load on the foot and the implanted calcaneus step plate broke. Follow-up investigation: initial surgery was on (B)(6). On the (B)(6) 2017 it was noticed that the plate broke. The revision surgery took place on (B)(6) 2017. They only removed the device and did not implant a new device. The patient was (B)(6).

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that after 35 days of the first successful surgery the patient imposed the load on the foot and the implanted calcaneus step plate broke. Follow-up investigation: initial surgery was on (B)(6). On the (B)(6) 2017 it was noticed that the plate broke. The revision surgery took place on (B)(6) 2017. They only removed the device and did not implant a new device. The patient was (B)(6) years old. Weight (B)(6).